Event description:
The MFR received information alleging a "service required" alarm condition occurred. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the MFR's service center, "service required" codes were found in the ventilator's downloaded error log. The device's system board, sensor board and internal battery were replaced to address these issues.